Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer was not wearing the insulin pump for several hours prior to the time of hospitalization. Customer was treated with insulin drip. Troubleshooting occured. Customer requested that the insulin pump be replaced.

Manufacturer narrative:
The device evaluation information was incorrect in the initial report. The correct device evaluation is found in this section. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.